Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding and dyspareunia. On approximately (B)(6) 2009, patient underwent corrective surgery to address her complications. This revisionary surgery did not, however, address the patient's problems--she experienced what was described as debilitating abdominal and pelvic pain, as well as a recurrence of her symptoms. All other information, including the patient's current condition, is unknown and reportedly unavailable.